Event description:
It was reported to philips that a patient nearly fell from the table when transferring to a gurney. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the endoscopy treatment procedure was being performed when the issue occurred. The procedure was completed as planned by using the same system. The philips field service engineer (fse) visited onsite and checked the reported problem. During transfer to the table, it became unstable, causing the patient to fall, but hospital staff prevented injuries by catching them. Upon troubleshooting, staff found the spring missing from the panhandle knob, causing it to trigger when covered. To prevent the problem, staff now lock all table movements before moving patients from the table. Fse inspected that the table side control panhandle and found spring was missing. To resolve the problem, fse replaced the kit pan knob control module. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure is completed by using the same system. The accessory pan handle is an optional component on the azurion system which allows the user to manually release the tabletop brakes and float the tabletop (patient table). The user must securely clamp the pan handle to the rail of the table. If the pan handle becomes loose and falls from the tabletop, it is possible that it may fall on the user¿s feet, however, this would not cause a life-threatening serious injury. Should the pan handle become unavailable, the user may still release the tabletop brakes and float the tabletop by using the motorized table side operation or control panel. Therefore, the loss of the pan handle function would not compromise the azurion¿s functionality. Given these considerations, this scenario is not likely to cause/contribute to serious injury or death should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.